Event description:
I started using teeth aligners (spark) and after 2 months of using them my front teeth cracked. Orthodontist doesn't want to take any responsibility. I will have to extract my teeth due to excessive cracking.